Manufacturer narrative:
Please disregard the initial and supplemental report that was submitted erroneously. (Report ID: 3002808148-2023-00972). The correct report was previously submitted with patient identifier c23003152 (report ID: 3002808148-2023-01076).

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating that the reported issue occurred on (B)(6) 2023, during a video-assisted thoracoscopic surgery (vats) procedure, the intended procedure was completed after restarting the device, with few minutes of interruption. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the visera elite ii video system center had a blacked-out screen and was recovered by restarting. It was also noted, error of the anti-fog prevention function occurred. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.